Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 25017428 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd texium closed male luer with female cap was leaking. The following information was received by the initial reporter with the following verbatim. (B)(6) 2025- with flushing at discharge, it was noted that pt had a wet spot on her shirt. It was at the area/level of the texium and the smart site connector. I pushed another ml of ns in the line and did in fact see the devices leak at connection. Protective barrier was immediately placed between pt clothing and skin as a precaution. Pt did have an undershirt on that didn't appear wet. Education provided removing clothing, washing garments and skin as soon as he got home. Pt verbalized understanding.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.